Event description:
It was reported that the deep brain stimulation (dbs) patient had a possible cyst on her head above the burr hole cover incision and the area was red and tender. The patient was treated with an antibiotic, doxycycline. A culture was taken, but the results are unknown. Additionally, the physician stated that the event was not believed to be device or procedure-related. The patient has fully recovered.